Manufacturer narrative:
Patient ID/initials and weight are unknown. UDI: (B)(4). Due to intra-operative breakage, the device was not implanted/explanted. Contact phone number is unknown. Sterile part 402.012s, lot l356178: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: march 24, 2017. Expiry date: march 01, 2027. Non-sterile part 402.012, lot l342677: manufacturing location: (B)(4). Manufacturing date: march 13, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device was used in surgery for rheumatoid arthritis of the hand joint on (B)(6) 2017. A wrist fusion plate was used for the fixation procedure. When the surgeon was inserting the cortex screw to the metacarpal bone, the head of the screw broke. The surgeon judged removing the broken shaft in the bone would be difficult because tip of the screw had already reached the contralateral cortical bone. The broken shaft remained in the bone. It was noted the surgeon felt the drilling and tapping were done properly, the screw insertion was done fine, and the screw was not tightened excessively. The other cortex screws (same in diameter) were inserted without any problem. The surgery was extended for fifteen (15) minutes. The patient outcome was reported as okay. Concomitant devices: wrist fusion plate (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. We have received only the screw head of article 402.012s with lot number l356178 for investigation. The complete length of the threaded shaft broke off and was not returned (left in patient¿s bone). The hex at the screw head shows signs of usage. The fracture surface shows the typical view of a torsion fracture. A review of the DHR for the mentioned parts was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The instruments met the specifications at the time of manufacturing and distributing. Failure in material or manufacturing could not be detected. The screw diameter close to the breakage was measured and shows conformity. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that the breakage of the screw happened by the use of too much force during insertion. Excessive contact with the plate due to an incorrect angle could be a possible reason for that. Considering all relevant findings, we conclude that the cause of failure is not due to any manufacturing non-conformance. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.